Event description:
It was reported that during an implant procedure, the doctor had difficulty advancing the lead. The doctor then removed the lead so that the tip could be inspected. Upon removal, the doctor discovered that the tip of the electrode had fractured and the stylet was sticking out of the end of the lead. The stylet had not been removed from the lead or bent. The tip of the lead was left in the pt. On 2/23/2010, the doctor was sent the FDA guidance document on unretrieved device fragments.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.